Event description:
It was reported that when using the bd pyxis¿ medflex 2000, cubex app froze and was unresponsive. The customer stated that this malfunction occurred while trying to issue medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubex application froze and was unresponsive. The technical support specialist (tss) remoted into the machine, exited the application via task manager, and relaunched it. After testing, the user was able to operate the system normally. The system functioned as intended after the technical support specialist troubleshot the issue.